Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic gastrectomy. Event description: during a gastrectomy performed with the [device name], a cff75 was used as the assistant port. At the time of closure, the trocar was removed and it was noticed that the distal end of the cannula was cracked. The abdominal cavity was inspected with the camera, and all fragments were retrieved, confirming that no pieces remained inside the cavity. It is unclear at what point the cannula cracked, but it was likely sometime during the latter part of the procedure. Various instruments were inserted through the port, including grasping forceps, an [company] suction device, and the [device name] stapler. No patient injury or illness associated with this event. Replaced with a hospital inventory, and the procedure was completed. Intervention: replaced with a hospital inventory and the procedure was completed. Patient status: no patient injury indicated.